Event description:
The customer returned the Bronchovideoscope to the service center for a separate issue. During the device analysis, Field Service Engineer, Endoscopic Support Specialist indicated the distal end adhesive was chipped. There was no patient involvement.

Manufacturer narrative:
The device was returned to Olympus for inspection and the reported failure was¿confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a stress related failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.